Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-10010 probe - hook, 150 mm shaft, 3.4 mm tip, w/5.0 mm markings serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device shaft¿s tip was bent. A visual inspection confirmed that the shaft¿s tip was bent. It was noted nicks on the tip. The most likely cause of the reported failure is user error, likely due to using a device that is damaged from aging. Instrument manufacturing date 19-feb-2021.

Event description:
It was reported that during a shoulder arthroscopy the tip of the probe became bent at the slightest resistance. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.